Event description:
It was reported that on (B)(6) 2021 during a proximal femur fixation procedure, the aiming arm locking device was unable to engage with the aiming arm. After examination by the surgeon, the device was found to be bent and unable to be used. There was a surgical delay of ten (10) minutes. The procedure was successfully completed using a new instrument set. The patient outcome was reported as fine. This report is for one (1) aiming arm locking device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.